Manufacturer narrative:
Philips service replaced the mpd control unit and identified ups maintenance as pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system shuts down intermittently during diagnostic use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.